Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages his diabetes with humalog insulin and glipizide pills (amounts not specified). It is not known if the patient made changes to his usual diabetes management routine. On the morning of (B)(6) 2012, the patient claims he felt a symptom of blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the patient did not have his testing supplies. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.